Event description:
The facility reported a colleague infusion pump with a failure code of 810:04 that was found in the event history. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:04 was confirmed during product evaluation. The root cause was assigned to an air sensor error. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code of 810 was determined to be due to a defective pump head module (phm). The phm was replaced to correct this condition.